Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Myocardial infarction as a post procedural complication is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in germany underwent a procedure for the placement of a nasal jejunal tube. No post placement issues were reported. The patient experienced an unnoticed posterior wall infarction as reported ¿¿over the weekend¿; and on (B)(6) 2023, was transferred to the intensive care unit for monitoring. After following up, it was stated that the diagnosis of the posterior wall infarction was based on an increased crp value and a reduced leukocyte value. That was followed by an ultrasound and another lab test. The specificity of the tests was not provided after multiple queries. On (B)(6) 2023, a heart catheter examination revealed damage to the heart wall followed by heart surgery; no further details were provided. There was no malfunction or deficiency of the device reported. Abbvie made multiple query attempts regarding the dates and details of the testing done. However, no further information was provided. Therefore, due to the timing of the event of unnoticed posterior wall infarction after the nj tube insertion, abbvie has chosen to conservatively report this event.